Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The instrument passed the energy recognition test. The continuity test was performed on each grip and current flow was not detected across one grip tip. There was not obvious damage to the conductor wire(s). Additional analysis investigation findings identified the following: the instrument passes energy recognition, however fails to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. The complaint regarding the device clip issue was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps was observed to have an unspecified clip issue. There was no further information available. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: no damage was observed. No arcing was reported by or room staff. No patient injury was reported.